Event description:
It was reported that during the procedure the healthcare provider (hcp) could not get the fiducial screw to seat well and it kept coming out. The hcp tried a different fiducial and was finally able to get it screwed tight, but it took longer than normal. The case was completed and the patient seemed to do well with surgery.

Manufacturer narrative:
Concomitant product: product ID: fm-4013, lot# 082807014, product type: accessory. Product ID: fm-4013, lot# 082807014, product type: accessory. (B)(4). Analysis of the fiducial found the threads were damaged. The end of the fiducial screw does not have a crest to enable the screw to grab. The channels of the screwhead had nicks on them due to overtorquing.